Event description:
The initial reporter received questionable crep2 (creatinine plus ver.2) results from two patient samples tested on the cobas 8000 cobas c 502 module. The reporter was able to provide one example of discrepant results. The reporter stated that the initial result failed a delta check in their laboratory information system (lis) but was reported outside of the laboratory. The patient sample was rerun on their other c 502 module. The reporter issued a corrected report. The initial result from the module was 0.77 mg/dl. The repeat result from the other module was 5.11 mg/dl. The repeat result was deemed correct.  The reagent lot number is 663665. The expiration date was requested but not provided.

Manufacturer narrative:
The customer performed monthly maintenance on the module and then performed qc. The qc failed for multiple assays with some getting negative results. They then reran the qc and the repeat qc was noted to be within specifications. The customer disabled the module. The field service engineer inspected the module and found that there was a very slow intermittent dripping from the acid nozzle and that the vacuum nozzle had foreign material blocking proper aspiration. While fixing the machine, the fse noted a module sample buffer (msb) alarm and that the msb carry-in-out slider mechanism does not stop at the sensor. He then changed the acid nozzle vacuum tubing, cleared about obstruction in one of the vacuum nozzles, and changed the squeegees. He flushed the solenoid valves (sv) for an improved vacuum and changed the cracked diaphragms. He checked for proper drainage from vacuum bottles during mechanism checks. He performed multiple mechanism checks with successful results. He performed a photometer check and a cell blank measurement with successful results. He performed multiple assay precision checks with successful results. For the msb, he also noted that the fan was cantilevered on the back of the module obstructing the proper movement of the slider mechanism. He then propped the fan to a higher position. He performed multiple bar-code reader checks without covers and with covers on and verified that there was no obstruction of the slider mechanism and proper movement. The customer performed qc with successful results. The last calibration performed on (B)(6) 2023 was within specifications. The qc was noted to be erratic on the date of the event with some negative results.  After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue. H3 : na.